Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and calcified distal left circumflex (lcx). The lesion was predilated with an unspecified balloon and then the 2.5x20mm taxus express2 drug eluting stent (des) was advanced to the lesion, but was unable to cross the lesion. The device was removed and it was found that the proximal edge of the stent was flared. The procedure was completed with another of the same device with no patient complications reported. The patient's current condition is listed as "good".